Event description:
The reporter contacted animas on (B)(6) 2012 alleging that she was unable to prime the pump. The reporter stated that the patient experienced elevated blood glucose that day of 500 mg/dl without ketones or symptoms suggestive of hyperglycemia. The patient's elevated bg was corrected without intervention from medical personnel. During troubleshooting with animas customer support, the reporter was instructed to change out the cartridge and the tubing and attempt the prime again. With the change of the cartridge and tubing, the reporter was able to successfully prime the pump. The reported issue of not being able to prime the pump is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported because the patient reportedly experienced elevated bg while using insulin pump therapy.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Each cartridge lot is subject to a statistical sampling plan and must pass testing for force3 (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: a retained cartridge sample from lot # b201778 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.